Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0074) was removed from service due to an insulation compromise near the conductor. Another cpi (0074) was implanted.